Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and vomiting. The blood glucose reading was 591 mg/dl. It was stated that the customer's blood glucose levels were not dropping with manual injections either. Troubleshooting was performed and the insulin pump passed the required tests and the programming was correct.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.